Manufacturer narrative:
On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection, trauma, radiation, patients without adequate wound hemostasis, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy.

Event description:
On (B)(4) 2013, following info was reported to kci by the patient: the patient alleged that on (B)(6) 2013, a foreign material, alleged to be v.a.c. Granufoam dressing, was adhered to his lower lumbar artery, and caused hemorrhaging. On an unk date, the patient went to the emergency room and was admitted to the hospital for cauterization. On (B)(4) 2013, following info was reported to kci by the physician: the foreign material alleged to be v.a.c. Granufoam dressing was removed non-surgically in the patient's home. The patient's wound began to bleed post dressing removal. The patient went to the emergency room, was admitted, and underwent cauterization. The patient continued to receive v.a.c. Therapy.